Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was felt when filling the cartridge during the load sequence. The customer ultimately successfully filled and loaded the cartridge onto the pump. Additionally, it was reported that the cartridge was leaking at the septum. Reportedly, customer continued to use the same cartridge. Customer's blood glucose was 140 mg/dl.